Event description:
The lay user/patient's daughter contacted lifescan in 2008 and alleged that the threads were stripped/damaged on the pt's onetouch ultrasoft lancing device. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The daughter reported that the pt skipped her diabetes medication since she could reportedly not test her blood glucose for 2 weeks. After the reported issue had started, the pt allegedly felt shaky and sweaty (unknown exactly when the symptoms started after the reported issue). The daughter also mentioned that the pt was tested on her neighbor's meter on the day before at 9:00 pm with a result of 328 mg/dl (it is unclear if the pt was experiencing the above symptoms at this time) and that the pt "finally took her medications". The pt did not receive any medical attention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. This complaint is being reported because the daughter alleged that sometime after the issue started, the pt developed symptoms suggestive of hypoglycemia. Since the pt could not test her blood glucose for 2 weeks, she reportedly skipped her diabetes medication. The pt was tested on the neighbor's meter the day prior to the call and obtained a high result. However, it is not known if she was experiencing the symptoms at that time. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet rec'd it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.